Event description:
Olympus medical systems corp. (Omsc) was informed from olympus (B)(4) that the user facility states the subject device is defective and should be repaired. In the evaluation of oekg the following was confirmed, - the scissors distal at the end is fused (the white piece is carbonized) there was no patient injury reported.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. In the evaluation of omsc the following was confirmed, - the grasping surface was worn out severely, and the metal surface was exposed. The DHR with the serial number of the subject device was confirmed. No abnormalities detected in the DHR for the following items which related to the reported phenomenon. - ultrasonic output - damage of the probe during normal use - actuation test - ultrasonic oscillation -amplitude value test ¿ amplitude - appearance test - appearance based on the investigation result, a likely factor of the event might be the following: it can be inferred that the ultrasonic output was repeatedly activated while the grasping section was closed without grasping anything in between the grasping section and the distal end of the probe, or the ultrasonic output was repeatedly activated when completion of the tissue dissection was not confirmed. This might have caused the grasping surface to wear out severely. The above device handling has warned in the instruction manual.